Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2007 at (B)(6) hospital. According to the complainant, the patient experienced injuries (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The following two physician names were provided; however, it was not specified which performed the procedure. (B)(6).